Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer had their pump in their pocket when the touch screen became cracked. Customer is unable to interact with the pump touch screen due to the cracked screen. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.